Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, as the physician was attempting to get access with versacross rf wire, he was experiencing difficulty inserting the versacross sheath into the patient's right femoral vein. Therefore, the physician removed the versacross rf wire and noticed that part of the device was fraying at its distal end. The rf wire was inserted through a non-boston scientific introducer needle prior to the issue being noted. The rf wire was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
The device was not returned for analysis. Based on the available information, there were no evidence found to indicate a manufacturing or design-related issue. Therefore, the reported allegation was not confirmed. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury'. Additionally, the field e1 (initial reporter fax) was updated. Thus, a supplemental MDR is being filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, as the physician was attempting to get access with versacross rf wire, he was experiencing difficulty inserting the versacross sheath into the patient's right femoral vein. Therefore, the physician removed the versacross rf wire and noticed that part of the device was fraying at its distal end. The rf wire was inserted through a non-boston scientific introducer needle prior to the issue being noted. The rf wire was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis (disposed).